Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and an issue was found with the connector as there was intermittency between the pin and cap on the is-1 connector. It was noted that the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was a non-electrical miscellaneous finding on the tip electrode as the lead was missing the steroid ring and it cannot be determined at this time when this occurred, and the lead was stretched.

Event description:
It was reported that the lead had high impedance and rising thresholds with an apparent fracture. The lead was removed and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.